Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory with the cutter on 17aug2020 for evaluation and investigated on 02oct2020. A photographic inspection was conducted. The blue slide lock of the delivery tube was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly was outside the delivery device and loading device. Blood was observed on the delivery device, and seal. A visual inspection was conducted. Signs of clinical use and blood was observed on the delivery device, and seal. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly was found outside the delivery and loading device. The seal was inspected. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when they removed the proximal seal from aorta, it was not facilitated, not loosen. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when they removed the proximal seal from aorta, it was not facilitated, not loosen. A replacement device was used to complete the procedure. The hospital did not report any patient effects.